Event description:
Sae type b dissection started on (B)(6) 2021 relationship to procedure, device and existing medical conditions reported as undetermined. The sae was unanticipated and led to patient hospitalization. No action has been taken. Additional information received from the site (email dated 06/09/2021) for an anticipated serious event that occurred on (B)(6) 2021: type 3 endoleak, not procedure related, undetermined if related to the device, outcome is ongoing. Patient outcome - "adverse event on going (patient has not yet been discharged)."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs plus custom-made device. The relay nbs plus custom-made device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The relay nbs plus custom-made related event occurred in the netherlands.

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs plus custom-made device. The relay nbs plus custom-made device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus custom-made related event occurred in (B)(6).

Event description:
Sae type b dissection started on (B)(6) 2021 relationship to procedure, device and existing medical conditions reported as undetermined. The sae was unanticipated and led to patient hospitalization. No action has been taken. Patient outcome - "adverse event on going (patient has not yet been discharged)."